Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. The customer replaced the ict module, which resolved the issue. No additional discrepant ict result issues have been reported since the module was replaced. Return testing was not complete as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify a trend for the ict module. The ict module is used for analysis of electrolytes on the alinity c processing module. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity c system, instrument part, or discrepant results. Device history record review did not identify any non-conformances or potential non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) was identified.

Event description:
The customer observed a falsely elevated potassium result generated on an alinity c processing module for one patient. The initial result = 7.46 mmol/l, repeat result = 4.79 mmol/l (customer reference range is 3.5-5.1 mmol/l). There was no impact to patient management.